Event description:
It was reported that bd insyte autog bc leaked at the luer connection the following information was provided by the initial reporter: numerous complaints from clinical staff that IV leaking at the blue hub connection and IV connection site.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Additional information: details added to b5. Due to these additional details, e and f codes updated. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4051140. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information from customer: can you please provide an exact date of event in format dd-mmm-yyyy? Several times between june1 and june 18th 2024 can you please provide total number of occurrences? 15 instances reported to supply chain during this time. Pulled lot# 4051140 and gave them a different lot # and the leaking stopped. Was there any harm to the patient due to this event. Please describe. No reported harm to patients.